Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2018-00395.

Event description:
It was reported that a closure top would not assemble into the tulip of a mating pedicle screw during a product demonstration. There was no patient present. This is report one of two for this event.

Manufacturer narrative:
Corrections to all fields. Upon further review, this event was reported in error. This event did not lead to a death or serious injury and would not likely lead to a death or serious injury if it were to recur.